Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic complaining of dyspnea and fatigue. It was confirmed via chest x-ray that the left ventricular (lv) lead had dislodged and exhibited loss of capture. Due to stenosis of the superior vena cava, the lead was unable to be repositioned or removed. The patient was referred to another center for extraction and implantation of a new lead, and was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received reported that the left ventricular lead was explanted and replaced with no complications on (B)(6) 2018.the patient was stable and doing well.